Event description:
It was reported that this pacemaker device was exhibiting early battery depletion which was confirmed by the engineers. The patient is to be scheduled for a generator change. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was exhibiting early battery depletion which was confirmed by the engineers. The patient is to be scheduled for a generator change. To date, this device remains in service. No adverse patient effects were reported. Additional information from the medical records indicated that the device was surgically explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The report is being filed, because the initial report was sent in error. The device was explanted due to normal battery depletion (nbd) and no device allegation was indicated.